Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hemicolectomy, the device was able to fire with no problems, however two days after surgery there was an anastomosis dehiscence. To resolve the concern the patient had to undergo an open re-operation. Due to the device issue, there was tissue damage and blood loss occurred, in addition the patient extended hospital stay and a temporary colostomy was needed.